Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was 190 mg/dl. The customer also received an off no power alarm and the alarm was cleared. The customer reported receiving a battery out limit alarm, a bad battery alert, and a button error alarm in the insulin pump's history. The customer performed the displacement test and the device said no reservoir during basal rates. The customer reran the tests and the alarms did not occur and the tests were successful. The customer was advised to monitor the device and call back if problems persisted. Nothing was returned or replaced.